Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) npi 8100 fails rate accuracy test. Biomed need assistance on 8100 sn (B)(4) fails rate accuracy test. Display board- segment dim. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I assisted biomed on 8100 sn (B)(4) fails rate accuracy test. I recommended to biomed to run the analog test and verify the pressure sensors voltage readings, if the pressure sensors are good. Then there is a possibility that the bezel assembly is faulty and need to be replaced. Biomed will call back if needed further assistance.